Manufacturer narrative:
The exact device expiration date is unknown; however, it was reported that the device was not expired.

Event description:
It was reported that the patient was brought to the hospital due to pain at the implant site. Symptoms of swelling at the ipg site was noted. It was also mentioned that the patient had blood in the urine and stools. The physician believed it to be early stage of sepsis and patients body was rejecting the stimulator. The patient was reportedly discharged from the facility.